Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced unspecified elevated blood glucose (bg) levels. Customer alleged that the pump settings needed to be adjusted. Customer delivered a correction bolus and had healthcare provider adjust settings to address the elevated bg levels. Tandem technical support instructed the customer to call back to troubleshoot and consult with a healthcare provider if the issue reoccurs.